Event description:
It was reported that the 1.5mm hex driver tip, locking groove has broken during use. There have been no adverse consequences reported.

Manufacturer narrative:
The root cause has been established through acumed's health hazard evaluation process. Acumed is taking appropriate actions to address this root cause. Additional reporting on this event will be provided as a follow up report if alternative information becomes available. Related report numbers (including this report): 3025141-2025-00619, 3025141-2026-00022, 3025141-2026-00024, 3025141-2026-00025, 3025141-2026-00026, 3025141-2026-00027.